Event description:
It was reported that a particulate matter was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred between march 25, 2022 to may 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: august 13, 2021 - august 17, 2021. H10: the device was received for evaluation. Unaided eye visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.